Event description:
Information received by medtronic indicated that the stopcock became detached from the side port tubing. The sheath was replaced and the procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.